Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) and baclofen via an implantable pump for spinal pain indications for use. It was reported that the patient was in the intensive care unit (ICU) due to concerns of baclofen toxicity concern, and they were requesting to have the pump interrogated. The healthcare provider (hcp) reported symptoms of jerking movement in the extremities and face. The technical service (ts) redirected the hcp to the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the managing physician. It was reported that they were not involved in the hospitalization and were unaware of all of the details. To their knowledge, there was no concern with the pump, and the issue had resolved.